Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "compressor pressure is high" message. The iabp unit was powered off and on again and normal function was restored. Patient therapy continued using percutaneous cardiopulmonary support (pcps) until another iabp unit was available. The iabp unit was then replaced with another iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "compressor pressure is high" message. The iabp unit was powered off and on again and normal function was restored. Patient therapy continued using percutaneous cardiopulmonary support (pcps) until another iabp unit was available. The iabp unit was then replaced with another iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. At this time, the customer has not approved the repair costs for the iabp unit involved. The iabp unit has not been repaired. It is unknown as to when the repairs will be approved. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "compressor pressure is high" message. The iabp unit was powered off and on again and normal function was restored. Patient therapy continued using percutaneous cardiopulmonary support (pcps) until another iabp unit was available. The iabp unit was then replaced with another iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
It was later reported that the iabp unit involved in this event was returned to the service center from the customer's facility. A getinge field service engineer (fse) evaluated the iabp unit and was able to duplicate the reported issue. The fse replaced and adjusted the front end board and the pressure transducer. Subsequently, the fse performed preventative maintenance (pm) including all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "compressor pressure is high" message. The iabp unit was powered off and on again and normal function was restored. Patient therapy continued using percutaneous cardiopulmonary support (pcps) until another iabp unit was available. The iabp unit was then replaced with another iabp unit. There was no patient harm and no adverse event was reported.